Manufacturer narrative:
It was reported to intuvie that during preventive maintenance (pm) the infusion pump failed the 30 psi occlusion test at 21psi. The passing specification for the 30 psi occlusion test is between 22-38psi. The device was recalibrated, and the issue was resolved. A review of the serial number history revealed no similar complaints associated with this device. The complaint is confirmed. The cause was determined to be a calibration issue. The device was recalibrated and passed 30psi occlusion testing. This failure is still under investigation. CAPA: zm2023-23. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing of an infusion pump the device failed 30 psi occlusion test result at 18psi. The passing specification for the 30 psi test is between 22 and 38 psi. There was no patient involvement.

Manufacturer narrative:
This supplement serves as a correction. The correct complaint# reference for this event is (B)(4).